Manufacturer narrative:
(B)(4). Extension model 748925, serial# (B)(4), implanted (B)(6) 2006, explanted unk; lead model 3998, lot# v004456, implanted (B)(6) 2006, explanted unk; programmer model 7435, serial# (B)(4); extension model 748925, serial# (B)(4), implanted (B)(6) 2006, explanted unk.

Event description:
It was reported that the implantable neurostimulator was removed about 5 years ago for an unknown reason. The extension and lead remained implanted in the patient. The physician was discussing an additional surgical revision or implant with the patient. No surgical procedure had been scheduled. Additional information has been requested but was not available as of the date of this report.